Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had prior total hip arthroplasty performed on (B)(6) 2017. Surgeon revised due to patient dislocating a few times. Action taken for procedure:surgeon explanted existing acetabular liner and femoral head prosthesis.

Manufacturer narrative:
Product complaint # ==> pc-000099827 investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.